Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the local sales representative reported to tac that the power issue was not electrical related, but he suspected that it was due to a bad fuse. Tac confirmed the part number for the fuse. The sales representative would acquire replacement fuse and install them. The investigation is still ongoing and if new relevant information becomes available later this report will be supplemented accordingly.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), the visera pro xenon light source did not have any power. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty power unit. Olympus will continue to monitor field performance for this device.